Event description:
Customer reported bed is stuck and they are unable to move it. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
No device inspection was possible as the customer declined service. The customer stated the issue was resolved internally and no further actions (inspection, repair or exchange of parts) are required by baxter. In this regard, a device defect can be ruled out and it is most likely a use error caused the initial allegation. Based on this, no further actions are required.

Event description:
Customer reported bed is stuck and they are unable to move it. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.